Manufacturer narrative:
Internal file number - (B)(4). - it was initially reported that the device would be returned for analysis; however, it was not returned. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported break appears to be related to operational circumstances of the procedure. It is likely that manipulation and/or inadvertent mishandling of the device during the procedure against the anatomy and/or other devices used the device became caught resulting in the reported break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 8.0x60mm armada 35 percutaneous transluminal angioplasty catheter was broken in half on the distal portion during a procedure to treat a arteriovenous fistula in the vena sub clavia. The device was not in two separate pieces and was removed from the patient anatomy without issue. A non-abbott catheter was used to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.